Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a follow up. Upon analysis, it was noted that although device function was normal, programming was slower than usual. A transesophageal echocardiogram showed that the patient's right ventricular lead was found in the left ventricle after perforating through the patient's septum. The lead was functioning normally despite being in the wrong ventricle, and it was assumed that the lead was there since implant. No intervention was reported. The patient was stable throughout.